Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had multiple infusion sets that were not delivering insulin. The customer also noticed a bent cannula. Blood glucose level at the time of the incident was not provided. The customer declined troubleshooting and was advised that the infusion sets would be replaced. Customer did not return the products for analysis.